Manufacturer narrative:
The report of low speed alarms and pump stoppage was confirmed based on a review of the submitted system controller log file data; however, a cause of the recorded alarms could not be determined. These events only appeared to occur while the system was connected to the power module via a patient cable. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device was not available for evaluation. The patient remained ongoing on vad support using an ungrounded power module patient cable until a donor heart became available and the patient was transplanted. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received which indicated that an ideal donor heart became available and the patient was successfully transplanted on (B)(6) 2015. The explanted pump was retained by the hospital and would not available to be returned for evaluation.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years and 6 months post-implant, it was reported that the patient was admitted to the hospital with reports of pump vibrations and pump stop alarms. The pump stoppages were noted on the system controller history screen and in the system controller log file. The patient's peripheral equipment was exchanged; however, the pump stoppages continued. X-rays of the percutaneous lead were reported to be inconclusive. The patient was asymptomatic at the time of the events. The patient was provided with an ungrounded patient cable for use while on power module support. Additional information was requested regarding the patient's course of treatment; however, no further information was provided.